Event description:
It was reported that during an oral surgical procedure the drill became hot resulting in a second degree burn to the pt's lip. The customer reported that the surgeon felt the heat, discontinued use and completed surgery with an alternate drill. The pt was treated with silvadene cream to the lip.

Manufacturer narrative:
Investigation findings: conmed linvatec rec'd this drill for eval and verified the reported problem. During testing, the handpiece exceeded the MFR temp specs related to rust-like deposits in the collet. In addition, the drill would not operate in reverse mode related to worn parts in the cast stator. Further investigation found this unit overdue for preventive maintenance; last date of repair noted as 2007. The bur guard in use at the time of this event was not returned for eval. It was reported that there was no problem with the bur guard. In conversation with the customer, they are knowledgeable about the handpiece manual instructions. The user manual for this device warns the user of the following: warnings: assemble the appropriate guard and bur according to the instructions. Operate the drill at maximum speed for one minute and monitor or any of the following: excess noise, excessive vibration, the drill or bur guard being hot to the touch during the test procedure or during surgical use, the drill not operating up to its maximum preset speed (verify the maximum preset operating speed by fully depressing the drill activation lever or appropriate speed is displayed on the console. The MFR recommended preventive maintenance schedule for this device is every six (6) months. Failure to follow the svc schedule could result in reduced instrument performance or overheating of the drill or guard. Overheating can lead to possible burn or injury to the pt or medical personnel.